Event description:
It was reported that during a mid-urethral sling procedure using a solyx sis system device, the tip of the device completely broke off. The procedure was completed, and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event that the device tip completely broke off.